Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified device is underweight, a crease fold and wear abrasion. A microscopic analysis was performed which identified a sharp crease on the posterior side also have stress marks around the opening and a smooth opening on the anterior side. Based on the device analysis the final assessment is: a crease sharp in the posterior side due to a fold flaw opening; non-penetrating nicks; a smooth opening on anterior side. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.